Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, the root cause of the event was not stated by the physician. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2022. Following the procedure the patient experienced nerve damage and facial numbness that resulted in facial changes. The patient had speech therapy rehab and as of (B)(6) 2025. The issue was mostly resolved. The patient's therapy was not titrated since the device was implanted. During a titration follow up on (B)(6) 2025, the patient experienced extraneous stimulation in the form of twitching and spasms in their face. Therapy was immediately discontinued and the twitching and spasms resolved. There was no plan to continue the therapy as the patient was now class IV was not benefiting from the therapy. It was noted that the patient was hospitalized with chf exacerbation unrelated to barostim.